Event description:
Upon receipt of the device, the service repair technician reported the device did not power up. Battery charge light remained unlit when plugged into ac power. Since the event occurred upon receipt of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.